Manufacturer narrative:
On 09 september 2016 the medical affairs director performed a clinical evaluation and commented as follows: the cup did not find good stability in a cementless tha performed few weeks earlier in a young patient. The original cup was probably oversized and insufficient reaming had been carried out. No reason to suspect a faulty device. Batch review performed on 19 september 2016. (B)(4).

Event description:
The patient came in complaining of pain. The pain is due to the cup moving. The surgeon revised the cup, head and liner. The surgery was completed successfully. X-rays are available. Explants are not available.